Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self -test, active current measurement and sleep current measurement. No low battery alert noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Customer did not experience an unexpected power loss of less than 7 days due to no record of a low battery alert fault 104 in pump history records. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. Unit received without original battery cap. However unit was properly tested using a reference test battery cap. The following were noted during visual inspection: fading serial number label. The p-cap/reservoir does lock properly. No low battery alert noted during testing and no unexpected low battery alerts listed in the pump trace download. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. No unexpected keypad anomaly. No absences of alarm, and audio / vibrate anomaly. No delivery / occlusion alarm noted. Unit received without battery cap; however, unit was properly tested using a reference test battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump buttons feel sluggish. The customer stated that the pump not beeping during the lows, when it rewinds, pump makes a strange noise. The battery contact pad is not making a good contact with the battery. The customer stated that the pump ends up using more batteries. The customer experience insulin blockage about once a month. The customer reported no adverse event. The event involved product(s) mmt-441ag, mmt-342g, and mmt-1880l. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-441ag, mmt-342g, and mmt-1880l.